Event description:
Falsely low values were obtained on two patient samples when using the human chorionic gonadotropin (hcg) assay on an immulite 2000 instrument. The samples are from patients with testicular tumors. The first sample was run neat, 1:10, 1:140 and at 1:100 dilutions. The sample was then manually diluted at 1:10 and auto-diluted at 1:100. The second sample with a known high value (platform unknown) for hcg was run on the immulite 2000 and the result obtained was lower. The results obtained on the neat and diluted samples were reported to the physician(s) and questioned. There were no reports of patient intervention or adverse health consequences due to the falsely low hcg values.

Manufacturer narrative:
The siemens immulite 2000 hcg assay has not been validated for use as a tumor marker. The instructions for use (IFU) for this assay clearly states in the intended use section - " for the quantitative measurement of hcg in serum and for strictly qualitative determinations in urine as an aid in the detection of pregnancy". A siemens technical application support (tas) specialist was at the customer site to ensure that the immulite 2000 system was functioning as per specifications. The tas ran five hcg samples with values greater than 5000 miu/ml neat and diluted, and hcg controls. The results of all samples were within specifications. The system is performing according to specifications. No further evaluation of the device is required.